Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device was not returned for evaluation, and the device logs were not made available. Further investigation of the complaint is not possible without a device for evaluation or the device logs. If the device or the device logs do become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
Patient found pulseless, v-tach. Customer reported that the pump malfunctioned but no other details known/provided at this time.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A review of the complaint file discovered the initial MDR report was inadvertently submitted with both adverse event and product problem checked in section b, #1. The intention was to submit the report as adverse event only. This follow-up MDR is being submitted as a correction to indicate MDR 9610825-2024-00606 is being submitted for the adverse event occurring on 26ju22024 with the use of the infusomat pump.